Event description:
It was reported that device had remaining amount indicated on the display as 11 ml. However, the actual remaining amount in the bottle was approximately 23 to 24 ml. The pump's administration rate was 3.7 ml × 24 hours = 88.8 ml. The patient has been using two pumps and replacing the cassettes and tubes each time required. Such discrepancies were observed within the last week. Patient reported no anomaly in the pumps. No patient injury.